Manufacturer narrative:
Evaluation of the returned ruby coil revealed that the embolization coil was detached from its pusher assembly, and the complaint was confirmed. Evaluation revealed that the sr component was fractured. The sr component fracture is likely the cause of the embolization coil detaching from its pusher assembly. If the ruby coil is manipulated against resistance during use, damage such as a sr component fracture may occur. Further evaluation revealed that the embolization coil was unraveled. This damage was incidental to the reported complaint and likely resulted from the sr wire fracture and snaring of embolization coil during removal. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using ruby coils, pod coils, a non-penumbra microcatheter, and a diagnostic catheter. It was reported that access to the target vessel was challenging and long. During the procedure, while attempting to advance a pod coil to the target vessel using the microcatheter and diagnostic catheter, the microcatheter and diagnostic catheter kept kicking out due to the challenging access. Therefore, the pod coil was removed. Subsequently, the same issue occurred with a second pod coil. Therefore, the pod coil was also removed. Next, while advancing a ruby coil to the target vessel, the ruby coil unintentionally detached partially in the microcatheter and partially in the target vessel. It was reported that an attempt was made to push the detached ruby coil into the target location using the pusher assembly; however, it was unsuccessful. Therefore, the physician used a snare device to remove the detached ruby coil. The procedure ended at this point due to radiation exposure because access was challenging and long, and the physician planned to bring the patient back in on a later date. There was no report of an adverse effect to the patient.